Manufacturer narrative:
An event regarding revision for pain involving a trident 10 degree insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the patient was revised for pain.

Manufacturer narrative:
The following other hip devices were also listed in this report:catalog # product description lot #6020-0335 accolade tmzf hip stem #3 19559903502-11-52e trident hemispherical cluster hole shell 219562016260-9-032 32mm -4 lfit v40 head 157685012030-6530-1 6.5 cancellous bone screw 30mm 3vpmad2030-6540-1 6.5 cancellous bone screw 40mm 9h0medit cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The reported event is for trunnion corrosion which resulted in metallosis involving a plastic trident liner. There were insufficient records provided to establish a firm root cause for this event. However, the surgeon diagnosed the metallosis as being caused by trunnion/head corrosion. The surgeon observed black debris at the base of the trunnion and within the head. No devices were returned for evaluation so this could not be confirmed. This being the case, no allegations were made regarding the liner which is made of plastic and does not interact with the trunnion/head interface. Based on the information provided, there is no indication this product may have contributed to the event. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient was revised for pain. Additional information received on 7/27/2015: " it was reported through the filing of a lawsuit that allegedly after implantation the patient found it increasingly difficult to walk for an extended period of time. She continued to suffer extreme pain and limited mobility." The patient was revised on (B)(6) 2012 and it is alleged that the patient "experienced metallosis and corrosion".

Event description:
It was reported that the patient was revised for pain.

Manufacturer narrative:
The reported event is for trunnion corrosion which resulted in metallosis involving a plastic trident liner. There were insufficient records provided to establish a firm root cause for this event. However, the surgeon diagnosed the metallosis as being caused by trunnion/head corrosion. The surgeon observed black debris at the base of the trunnion and within the head. No devices were returned for evaluation so this could not be confirmed. This being the case, no allegations were made regarding the liner which is made of plastic and does not interact with the trunnion/head interface. Based on the information provided, there is no indication this product may have contributed to the event. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient was revised for pain. Additional information received on 7/27/2015: " it was reported through the filing of a lawsuit that allegedly after implantation the patient found it increasingly difficult to walk for an extended period of time. She continued to suffer extreme pain and limited mobility." The patient was revised on (B)(6) 2012 and it is alleged that the patient "experienced metallosis and corrosion".